Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that device exhibited an accelerated rate of battery depletion. Device data was reviewed confirming the observation of an earlier than expected depletion rate. It was additionally reported that there were no episodes in device history since implant. The patient is reported as well and a replacement has been scheduled. Subsequently, the device was explanted and replaced in absence of adverse patient effects. The unit is intended to be returned for laboratory analysis.